Manufacturer narrative:
The device is available for evaluation; however, has not been received. Distributor details: (B)(4).

Event description:
An event involved a safeset 24 inch arterial pressure tubing, safeset reservoir and blood sampling port reported that during blood wastage syringe using the safeset system, the safe set was immediately disconnected. There was patient involvement, but no patient harm reported.